Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that portions of the touchscreen became unresponsive. Reportedly, the up and down facing arrows in the bottom right corner was not responding when pressed upon. There was no impact to the customer's blood glucose level.